Manufacturer narrative:
See h6, h11. On 09/03/2024, independent sales representative, submitted a salesforce form describing a star ankle revision surgery. The case took place on (B)(6) 2024 at swedish medical center, with original implantation occurring on (B)(6) 2015. The form lists the cause of event as, "patient revised due to ankle pain." The revision surgery occurred due to patient pain, during which the original 7mm poly implant pn 400-141f was replaced with pn 602-03-007, 7mm e+ sliding core. The original surgery date was (B)(6) 2015. Similar complaint and DHR review did not add any additional information to the investigation. It is unknown if the doctor followed the surgical technique during both the original and revision surgeries, so simulated use testing could not occur. The explanted poly was not returned to the houston site, so visual and dimensional inspection did not occur. There are multiple reasons ankle pain can occur, including implant loosening/misalignment/failure, scar tissue formation, soft tissue damage, etc. Because further details regarding this complaint are unknown, the source of the pain in this instance cannot be determined and the root cause shall remain unknown.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to ankle pain.